Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that prior to the implant attempt, a white wire-like foreign item approximately one centimeter long was noted on the helix. When the foreign item was touched, it fell off the helix and could not be found. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.